Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection, which was identified as (B)(6). A new system will be implanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The analyst noted visual inspection found the driveshaft lug being stuck on the retraction stop. This is indicative of the df-4 pin being turned an excessive number of times during helix retraction. If information is provided in the future, a supplemental report will be issued.